Manufacturer narrative:
(B)(4).

Event description:
It was reported that on "(B)(6) 2022,the blood was found in the helium pathway during used on the patient". Additional information received stated that the catheter was withdrawn. Patient condition reported as "fine". Additional information has been requested to the customer.

Event description:
It was reported that on "22 jul 2022,the blood was found in the helium pathway during used on the patient". Additional information received stated that the catheter was withdrawn. Patient condition reported as "fine". Additional information has been requested to the customer.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.